Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: infinion cx lead kit 50 cm, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the ipg site and was also experiencing inadequate stimulation. The patient underwent a spinal cord stimulator explant procedure. The explanted devices will not be returned.